Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. No button error alarm noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump has scratches on lcd window, cracked case at display window corners battery tube threads and belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that steam may have entered the insulin pump and moisture was noticeable inside the display. Customer's blood glucose reading at the time of the call was 10.5 mmol/l. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.